Manufacturer narrative:
The sample was serum. The sample was collected and processed offsite so information was not supplied. Per the customer, qc is run twice daily. Qc was within the customer's established ranges prior to and after this event. The sample was sent to customer product line support (cpls) for further testing. The cpls testing confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase, which is the root cause for this event. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining reproducible no value with ind (indeterminant) flags for unconjugated - estriol (ue3) on one (1) patient's sample that was generated by the unicel dxi 800 access immunoassay system. Repeat testing was performed on the same sample using a different reagent lot. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to this event.